Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was getting a rm04 error message on their controller and that they were also unable to adjust stimulation intensity/seeing the 'inability to adjust to desired setting' error code. The rep advised the patient to reset the controller by removing/reinserting the battery pack and they were going to meet with the patient on (B)(6) 2018 of the issue persisted. No patient complications were reported. Additional information received from the rep reported that they met with the patient and while interrogating the ins they found that electrodes 1, 3, 9, and 12 were out of range. The rep reprogrammed around these electrodes and the issue was resolved. No patient complications were reported.